Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately erratic. The medical affairs specialist spoke with the family member the next day. The patient obtained results of 221, 144, and 154 mg/dl on the reported meter within 10 minutes of each other, while having no symptoms of high or low blood glucose level. They took their usual daily oral diabetes medication (glucophage). The family member contacted the hospital for advice and was advised that the results of 144 and 154 mg/dl were probably the true blood glucose level. The patient received no treatment at the time of concern. There is no indication that they experienced injury or medical intervention due to the meter. The control solution was replaced.